Event description:
Same case as: 2184052-2014-00072. T was reported the screws and closure tops were found to be loose post-operatively. The index surgery was performed to treat ddd and a recurring disc herniation at two levels. Sequoia instrumentation was implanted at l4-s1. Additionally tlif was performed at l4-s1 and ardis was implanted. Approx four months post-operatively the patient presented with back pain. A CT scan showed a loose closure top at the left l4. The patient returned several times with recurring back pain. Approx twenty one months post-operatively revision surgery was performed to remove all screws that were found to be loose. Only the screw at the left l4 was fixed in the bone but the set screw was loose. Instrumentation was replaced with a competitor product.